Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a 75% stenosed lesion in the mid left anterior descending artery. The proximal shaft of a 2.5x23mm xience prime stent delivery system (sds) separated when attempting to connect an indeflator. The shaft fracture occurred before deployment of the stent. The sds was removed from the anatomy and the procedure was successfully completed with a new unknown sds. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual inspection was performed on the return device. The reported shaft separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported/noted difficulties of appear to be related to circumstances of the procedure as it is likely that as the stent delivery system was advanced, resistance was met with the 75% stenosed anatomy. Additionally, manipulation and/or inadvertent mishandling of the device during advancement and/or the procedure likely resulted in the reported shaft separation as the fracture faces were oval shape indicating the hypotube was kinked prior to separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.